Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 597mg/dl. The customer experienced vomiting and pressure. The caller thought that she was having a heart attack and the paramedics were called. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.